Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold. A new device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Anticipated, but unavailable at this time.